Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue.